Event description:
It was reported that acute loss of capture at maximum output and a decrease in sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced.

Manufacturer narrative:
Correction: section b5: the lead was capped not explanted.

Event description:
New information notes the right ventricular lead was capped (B)(6) 2021 not explanted. The patient's condition was unchanged and stable.